Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated their device was not working. Patient was transferred to patient services and stated the device has never worked since implant. The patient was directed to their doctor. No further complications were reported or are anticipated.